Manufacturer narrative:
(B)(4).

Event description:
It was reported during the ICD replacement procedure the physician observed the ventricular lead was damaged. No noise issue was observed and electrical measures were stable. The physician repaired the lead to resolve the issue. Post procedure, no patient¿s symptoms reported.